Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was 428 mg/dl. Customer experienced symptoms such as nausea, urinating, thirsty, little bit of abdominal pain, dry mouth. The customer stated the other blood glucose was 295 mg/dl, 250 mg/dl, 424 mg/dl, 462 mg/dl, 449 mg/dl. The customer was treated with insulin drip. Customer does not allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. The insulin pump will not be returned for analysis.